Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit and found the problem with the power supply, but due to end of support of the machine, they are unable to provide spare parts to customer. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during routine check, the system 98xt would not work on the main supply. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6).